Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on biliary for the treatment of biliary stricture on an unknown date. During the procedure, it was observed that the sponge of the biopsy cap came off and got stuck inside the scope. It is unknown if a water-soluble lubricant was applied to the top of the biopsy cap prior to use and how the sponge was removed from the scope. There were no patient complications reported as a result after this event.